Manufacturer narrative:
This report is submitted on 17 march 2020.

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with oral and topical antibiotics. The patient's abutment was replaced.